Event description:
Healthcare professional reported left side "liquid between capsule" and capsular contracture, baker grade IV. The device remains implanted.

Event description:
Healthcare professional reported left side "liquid between capsule" via us and "capsular contracture [baker] grade IV." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "liquid between capsule" via us and "capsular contracture [baker] grade IV." Continued e1 phone number: (B)(6).